Manufacturer narrative:
On january 26, 2024, applied medical issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: davinci kidney. Event description: no clips came out when the clipper was triggered. There was no influence on the operation. They replaced the clipper with a new one from applied. The clipper was simply replaced and required no further intervention. Additional information received from applied medical representative via email on 14nov23: with this clipper you could only release the trigger with a lot of force. There is no clamp on the clipper. Patient status: no clinical impact to the patient. Intervention: the clipper was simply replaced and required no further intervention.

Event description:
Procedure performed: davinci kidney. Event description: no clips came out when the clipper was triggered. There was no influence on the operation. They replaced the clipper with a new one from applied. The clipper was simply replaced and required no further intervention. Additional information received from applied medical representative via email on 14nov23: with this clipper you could only release the trigger with a lot of force. There is no clamp on the clipper. Patient status: no clinical impact to the patient. Intervention: the clipper was simply replaced and required no further intervention.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.